Manufacturer narrative:
Patient code 3191 captures the reportable event of prolonged surgery.

Event description:
It was reported that during suture closure at the end of the implant procedure, this device exhibited over-sensed right ventricular (rv) noise resulting in pacing inhibition. The physician removed the device from the pocket and cleaned blood from the device header and terminal pin. The device was reinserted but noise was still present. The physician repeated the cleaning of the header and reinserted the device, but this did not resolve the noisy signals. The physician elected to explant and replace the device to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during suture closure at the end of the implant procedure, this device exhibited over-sensed right ventricular (rv) noise resulting in pacing inhibition. The physician removed the device from the pocket and cleaned blood from the device header and terminal pin. The device was reinserted but noise was still present. The physician repeated the cleaning of the header and reinserted the device, but this did not resolve the noisy signals. The physician elected to explant and replace the device to resolve the event. The patient was stable with no adverse consequences. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of prolonged surgery. This report is being filed for additional information in b5, h6, and h10. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during suture closure at the end of the implant procedure, this device exhibited over-sensed right ventricular (rv) noise resulting in pacing inhibition. The physician removed the device from the pocket and cleaned blood from the device header and terminal pin. The device was reinserted but noise was still present. The physician repeated the cleaning of the header and reinserted the device, but this did not resolve the noisy signals. The physician elected to explant and replace the device to resolve the event. The patient was stable with no adverse consequences. The device was received for analysis.